Event description:
It was reported that during testing conducted at the user facility the pneumatic roto osteotome drill was producing metal shaving. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during testing conducted at the user facility the pneumatic roto osteotome drill was producing metal shaving. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The reported event was not confirmed during device evaluation. Upon visual inspection, the device was found to have internal corrosion. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.